Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that there was an issue with the transmitter which caused the sensor session to continuously be stopped prematurely. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.